Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on (B)(6) 2016, the patient experienced a blood glucose of 565 mg/dl with trace ketones, abdominal pain, nausea and confusion associated with an inaccurate delivery issue. Reportedly, the patient discontinued the insulin pump and was treated in the emergency room with insulin via injection. During troubleshooting with customer technical support (cts), it was revealed that the basal totals matched the patient¿s programmed settings and were recorded as programmed. The bolus totals did not match. This complaint is being reported because the patient allegedly experienced hyperglycemia due to an inaccurate delivery issue.

Manufacturer narrative:
Follow-up #1: date of submission 01/25/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/04/2017 with the following findings: the bolus¿ were calculated from (B)(6) 2016; the bolus history deliveries and actual deliveries recorded in the black box total with less than 5% difference from programmed bolus to actual delivery. The current total daily dose (tdd) history matched the basal & bolus history; the basal history added up correctly to user programmed basal segments. There were no errors, alarms or warnings in the alarm history indicating an interruption in delivery. The original complaint of an inaccurate delivery could not be duplicated or confirmed. The pump was put on a basal program of 1u/hr for 24 hours during the investigation; pump history indicated the tdd was recorded accurately. The pump was tested for flow accuracy and was found to be within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.